Event description:
The customer reported that the patient was burned on the eyelashes and eyebrows during a blepharoplasty procedure. An unidentified covidien handpiece was in use. A covidien return electrode was placed on the lateral of the patient's abdomen, and the site remarked that the return electrode should have been placed on the patient's back near the shoulders. It is unknown what degree of burns the patient received, as well as how the burns were treated. The event did not prolong hospitalization and there was no increase in surgical time due to this incident.

Manufacturer narrative:
(B)(4). To date the incident generator has not been received for evaluation. If the unit is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.